Event description:
The anti-disconnect device is used to stabilize the connection of ventilator tubing to the tracheostomy tube during ventilator use. The anti-disconnect device is attached to the pt's tracheostomy tube by placing the "ring" piece around the perimeter of the external cannula before the ventilator tubing is attached to the cannula. Then the straps of the device are to be wrapped around the ventilator flexible tubing and the ends of the straps adhered to the tracheostomy tape/ties with the velcro on the strap ends. The purpose of the device is to thwart disconnect in the event the "pop-off" due to increased pressure with ventilation. If the pt is restless, confused, or agitated and pulls at tubings, the end result could be a loss of airway support if use of the device results in the pt's ability to pull not only the ventilator tubing but also dislodge or remove the tracheostomy tube from the tracheal stoma since the device attaches the equipment and the trach. If the pt has anatomical abnormalities, and recent neck surgery, or has a very short or thick neck, efforts to reinsert the tracheostomy tube can be very difficult, time-consuming, and possibly result in a respiratory emergency or critical situation.